Event description:
It was reported that the screen did not always register touches when performing actions. There was no adverse impact to the customer¿s blood glucose level. Follow-up was declined, no additional information was provided, and no further action was required.